Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, lens damaged by company injector and stated that the plunger overrode the lens. Surgeon replaced the lens with new one. There was no patient contact. Additional information has been requested.